Event description:
It was reported that device failed blockage test. No alarm.

Manufacturer narrative:
Investigation results: the device was sent to our technical centre so an evaluation could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.